Event description:
The remb sag saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; add'l info will be submitted once the results of the quality investigation is completed.